Event description:
It was reported device was used during an laparoscopic splenectomy. The outer gasket became torn and leaked. A new device was opened to complete the case. There was no consequence to pt.